Event description:
The pt was prescribed nocturnal oxygen for sleep apnea by dr. The facility delivered invacare in 2008. The pt became gravely ill five months later. The doctor did not know what it was at the time of the emergency visit. Pt's wife thought may be she should have the concentrator checked. In 2009, the facility came, pulled out a hidden filter on the side of the machine. The filter was jet black. The tech was taken a back. "When were you last serviced?" He looked at the sticker and it was almost six and 1/2 months!! The pt's wife insisted on a brand new, clean machine due to the circumstances. The tech brought in a "new" concentrator. He replaced two filters due to filth. The last filter pt used for 2-3 days. On the third day, pt's wife checked it only to find it soiled with gray matter. Several calls to owner for a new machine, he promised, but did not perform. The 2004 contaminated concentrator was tested by laboratory. The results: pseudomonas, fungus, mold, smuts in the filter. Pt had this machine operating for three days only. Lab swab sample of invacare floor of concentrator, results: pseudomonas. Wrote letter to the facilities via sent certified mail to no avail. Fraud: the pt sent faxes to both companies to stop billing because the old, dirty machine that was not being used. Both companies were alerted verbally by fax and phone that the machine was not in use. They are still being paid by insurance company and the secondary insurance as well. The pt has been misrepresented to, exploited, abused physically, emotionally, psychologically, mentally and contaminated by this faulty concentrator and the neglect of the both companies and the invacare mfg defects. My husband lost 21 pounds in less than two weeks, he couldn't walk. He was gray in color, he could not verbalize his words. He was sleeping 22 hours a day. He had extreme low blood pressure. Severe body aches. He could not move or walk. He had to be lifted. He had 102 degree temp. He was shivering but sweating so much, the sheets had to be changed three or four times a day. The doctor diagnosed his illness as a bacterial infection.